Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during the myosure procedure on (B)(6) 2025, the physician was working on a post-menopausal patient and resected two polyps without any issue. The physician then moved the myosure blade to a different part of the uterus for a tissue sample and was having difficulty resecting. Physician applied a small amount of pressure, and a small perforation occurred. Device was removed from the patient. The perforation was confirmed by diagnostic hysteroscopy. Procedure was deemed complete and the final deficit was 365. The patient is still in the operating room and its unknown if the patient will receive any follow up treatments. No other information is available.